Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood backflow in a clearlink system continu-flo solution set. This occurred during patient infusion with esmol running at 3ml/hr and intravenous fluid (ivf) running at 25ml/hr. The set was connected to a 'pfo filter', baxter nad (needle-free IV connector) to a central venous catheter (cvc). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed backflow of patient blood in the tubing. The reported condition was verified. The cause of the condition could not be determined; however, may be user related. Should additional relevant information become available, a supplemental report will be submitted.